Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 05/20/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"In the 2 weeks since we started using these devices, I have had several near misses. The caps are difficult to remove, and the safety is challenging to engage. Today, while providing immunizations in a school setting, I administered an hbv vaccine to a student. While I struggled to engage the safety post immunization, the phalange on the syringe fell off, thus the needle fell and punctured skin on my 2nd knuckle on my right hand."

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "report type (b1) and outcome attributed to adverse event (b2)" provided in the initial MDR. The previously reported report type (b1) is adverse event and product problem and outcome attributed to adverse event (b2) is required intervention to prevent permanent impairement were incorrect. The correct report type (b1) is product problem only.